Event description:
It was reported that there was t-wave oversensing that has been an ongoing issue despite the sensitivity being decreased previously. It was also noted that the sensing values have dropped. The sensitivity was decreased further and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.